Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -5.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Date of this report: corrected from 16-jan-2017 to 16-jan-2018. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)